Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A (B)(6) field service engineer (fse) evaluated the iabp and found that the autofill volume was below specification. To fix the issue, the fse moved the left bimba sensor to the left and also recalibrated the bimba by opening the set screw on bimba to add volume. This resulted in an acceptable specification rate of autofill volume, and the iabp was able to pass all the leak tests. The fse then performed all functional and safety checks to meet factory specification, and the iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) generated a leak alarm. There was no patient involvement, and no adverse event was reported.